Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, deformation, 40 mm dark patch edge material inside gel device, no observed openings, and cloudiness in the gel observed after autoclave disinfection process. Weight measurement of the device identified device weight was within specification. Based on the device analysis the final assessment was no issues found related with the manufacturing process and no openings observed in the device. Reason for reoperation: gel bleed.

Event description:
Healthcare professional reported right side "gel bleed." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.